Event description:
It was reported that in 2018, left ventricular assist device (lvad) was placed. In 2022, a left thoracotomy and repair of an lvad outflow graft obstruction was performed. The outer graft was opened near the pump; debris and yellow honey colored material were removed.

Manufacturer narrative:
Section a- patient information requested; information not provided. B3- event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed as no images were submitted for review and no product was returned. A specific cause for this event could not be conclusively determined through this evaluation. The account reported that a left thoracotomy and repair of left ventricular assist device (lvad) outflow graft obstruction was performed. It was reported that the outer graft was opened near the pump and debris and yellow honey-colored material were removed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use (IFU) provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.